Event description:
It was reported by service report that the foot end of the stretcher was drifting over time and the siderail is not latching properly. No patient involvement or adverse consequences are reported.